Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) and potassium (k) on a cobas 8000 ise module. The initial na result was 86.0 mmol/l. The initial k result was 2.59 mmol/l. These results were reported outside of the laboratory. On 16-feb-2023 the repeat na result was 143 mmol/l. The repeat k result was 4.73 mmol/l. These results were believed to be correct. No electrode lot numbers with expiration dates were provided.